Event description:
It was reported that, during preparation for a benign prostatic hyperplasia procedure, the generator was not operating as intended during priming and error 218 was displayed. Troubleshooting, including replacement of the delivery devices, was attempted to no avail. A generator issue was confirmed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Event description:
It was reported that, during preparation for a benign prostatic hyperplasia procedure, the generator was not operating as intended during priming. Troubleshooting, including replacement of the delivery devices, was attempted to no avail. A generator issue was confirmed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.